Event description:
During a follow-up visit, the pt had an aneurysm at the site of the cypher and stenosis found in other vessels. The target lesion was the left main trunk (lmt). The vessel was de novo, concentric, bifurcated, flexed and tubular, but not calcified. The diameter of the vessel was 3.77mm and the lesion length was 17.08mm. Pre-procedure stenosis was 54%. Aha/acc classification of the vessel was a type c. The case was an elective case and the femoral approach was chosen. Rotablator was conducted. Pre-dilation was not conducted. A stent was implanted at 24atm for 16-30 seconds. Post-dilation was conducted by kissing balloon technique with the sds balloon and a balloon at 20 atm in the left circumflex. Inflation time and pressure for the sds balloon is unk. The timi flow pre-procedure was 2, post-procedure 3. The residual stenosis was 12.4%. Ivus was conducted. A year and nine months later, the coronary angiography was conducted and stenosis was observed at the atrioventricular branch (av), mid left anterior descending (mid lad), 1st diagonal branch, proximal left circumflex, and the distal left circumflex. There was no restenosis observed at the lmt but an aneurysm was observed at the lmt and the proximal lad. The pt did not complaint of chest pain. Poba was used to treat the stenosis. There was no treatment for the aneurysm because the flow was good and there was no effect on the pt. The physician indicated that this event was not related to the cypher, however, there is no indication of whether the index procedure was related to the event. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.